Event description:
A 5fu cadd pump alarming and displaying infusion complete. Upon disconnecting pump, fu bag noted to be full. Reservoir volume on pump read 0ml and amount infused read 138 ml. All 3 clamps noted to be open and no leakage or drainage noted around catheter site. Blood return from catheter noted. Dose or amount: 5 fu, 5350 mg in 0.9 percent nacl. Frequency: 46 hour infusion. Route: cadd pump. Dates of use: (B)(6) 2016. Diagnosis or reason for use: cancer.